Manufacturer narrative:
Inspected 1 opened or used sensor and performed visual inspection and found insertion needle bent inside hub assembly. Unable to confirm customer received sensor in said condition due to customer returned sensor opened or used. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the needle on the introducer needle was fractured in the body. Customer's blood glucose level was 119 mg/dl. The device will be returned for analysis.